Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During atrial fibrillation ablation procedure, a blood leak was noted from the hemostasis valve. The device was exchanged and the procedure was completed with no adverse consequences to the patient. During the procedure, after inserting the sheath into a patient and inserting a non-abbott rf needle (baylis) into the sheath, it was noted that blood was leaking from the hemostasis valve of the sheath. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient. No additional femoral vein puncture and transseptal puncture was required for replacing the sheath.